Event description:
(B)(4) clinical trial. It was reported that under deployment of the 2.25 x 8 mm study device occurred. Clinical status assessment in (B)(6) 2010 indicated that the patient's qualifying condition was stable angina (ccs classification 2) and the patient was referred for cardiac catheterization. The same day the patient was enrolled in the evolve study and the index procedure was performed. The target lesion was located in the 1st obtuse marginal (om) with 85% stenosis and was 18 mm long with a reference vessel diameter of 2.25 mm. The lesion was treated with pre-dilatation and placement of a 2.25 x 20 mm study stent. Following placement of the 2.25 x 20 mm study device, some disruption towards the ostium of the vessel was noted. This was treated with placement of a second overlapping 2.25 x 8 mm study stent and post dilatation was performed. Following post dilatation, residual stenosis was 0%. Subsequently, ivus revealed under deployment of the 2.25 x 8 mm study device in the proximal vessel. This was treated with post dilatation using a 2.5 x 15 mm nc balloon. The same day, the patient was discharged on aspirin and clopidogrel. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).